Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens implant procedure during loading the intraocular lens was not able to load and the intraocular lens was bent. The procedure was completed with another lens. There was no patient contact and no patient harm. Additional information has been requested.